Event description:
The customer reported to olympus that during an unspecified procedure using this camera head, the vessel setting "green" shows only red light. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
G1: manufacturer contact facility name: shirakawa olympus co., ltd. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during an unspecified procedure using this camera head, the vessel setting "green" shows only red light. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The subject device was evaluated for "problem with the image when narrow band imaging is used." The customer allegation was not confirmed. The device meets its specifications. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, no nonconformances were found. It is assumed that the image problem was caused by dried residual liquid, which was not cleaned after the last reprocessing at the customer facility from the contacts of the connector. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor field performance for this device.